Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced passed close to airport scanned and the pump stops to work properly, customer states the pump did alarm battery out limit. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed. Customer reported receiving a battery out limit alarm. Customer tested pump by inserting new battery in less than 1 minute and battery out limit alarm occurred. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pump. Product mmt-754wws is returning for analysis.

Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform normal operating current. The stop (idle) current and run current measurement a21tests, self-test, rewind test and displacement test or verify battery out limit due to motor error alarms. Pump history download using thds was successful. However, there is no data available on ( jan 03, 2020), unable to perform data analysis for no battery out limit and motor error alarm complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify battery out limit due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.